Event description:
She received very high readings and very low readings within moments of each other

Manufacturer narrative:
This report is being submitted retrospectively per FDA request 06/08/2023.